Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro inserts had migrated") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation and genital haemorrhage was resolving. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.